Event description:
Surgical intervention has been scheduled.

Event description:
It was reported the patient's lead was explanted and replaced. The patient is receiving adequate stimulation therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences pain at thoracic lead. Images were taken. Surgical intervention may be taken to address the issue. The patient is pending an appointment with the surgeon.